Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy procedure, at the first firing when the device was placed on the stomach, the doctor squeezed the handle and closed the jaws. The doctor fired the device by squeezing the handle again. The black button was pressed and the jaws were opened. When checking the staple lines on the stomach, it was found that the staples were not formed in the shape of b. Therefore, the doctor used a new stapler in the hospital again to perform additional tissue resection, and then the procedure was completed. Oozing bleeding occurred as a result of the issue.